Event description:
It was reported that pump experienced malfunction that displayed non-resettable malfunction code 3 after similar previous malfunctions. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.